Manufacturer narrative:
Date rec¿d by MFR : 21may2019. Primary alarm speakers and power management (pm) board were both returned for failure investigation. After testing there were no signs of any faults on the primary alarm speakers that were returned. It was determined that the degradation of a component (u2) was what led to the failure of the primary alarm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22jan2019. Philips field service engineer (fse) confirmed 2 issues: noted error code 1102 (primary alarm failed), and 118 (5 v power supply failed). Problem is intermittent at start up, both speakers are connected, no visible damage, unit has audible and visual alarms but cycles normally, operational software is rev 1.10. The fse replaced both speakers to address primary alarm failure (code 1102), replaced power management printed circuit board (pm pcb) to address 5 v supply failed (code 1118), install rev 2.30 software. Cycle power on/off repeatedly, unit cycles normally without alarming, performance verification passed.

Event description:
Customer reported check vent primary alarm failure- message on screen no patient/user harm reported. Event date not specified; estimate used.